Manufacturer narrative:
Patient information unknown. Date of event is unknown. This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer. Concomitant medical product: therapy date of concomitant device is unknown. (B)(6). Revision surgery--medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) broke post-operatively and was revised on (B)(6) 2018. Concomitant parts: unk - nail head elements: pfna blade; unk - screws: locking: trauma. This report is for one (1) unknown pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the returned device. The returned broken pfna nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. As relevant for the complaint condition ¿the nail in question had been broken¿, the relevant features have been identified and measured. The outer (10 mm) and inner diameter (4.4 mm) were measured and have fulfilled the specifications. In addition, the ¿run-out 1mm to a¿ (also classified as ctq -critical to quality) has been identified as relevant feature. However, this feature could not be measured (as performed during the manufacturing process) because the nail has been broken. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, any manufacturing issue has been excluded. For implants, there is no hardness test required/defined. The raw material certificate was checked and the used raw material has fulfilled the specifications. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specifications as well as in the manufacturing documentation no issue was identified. Due to no manufacturing issue was identified and this complaint is not valid, therefore no additional actions are required. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part: 472.325s, lot: l589736. Manufacturing location: (B)(4), release to warehouse date: oct 06, 2017, expiry date: oct 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent implant procedure on dec 02, 2017. Post-operatively, a proximal femoral nail antirotation (pfna) broke and was revised on (B)(6), 2018. Concomitant medical products: pfna blade ((part: 04.027.036s, lot: l633744, quantity 1), locking bolt (part: 459.400s, lot: l122011, quantity 1), locking bolt (part: 459.440s, lot: l430376, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).